Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -14.5/+5.0/076 diopter, in the patient's right eye (od) on (B)(6) 2009. The lens had a refractive change overtime and the plan is to explant and exchange the lens. The lens remains implanted.

Manufacturer narrative:
Patient had lens exchange, and problem was resolved. Patient is slightly monovision. Previous report source, user facility, was incorrect. Correct information is distributor. (B)(4).